Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead twisted, and the helix bent while maneuvering into the deep septal location. Subsequently, the rv lead had failed to advance into the septum. The physician decided to discontinue using the lead. The rv lead was exchanged for a new lead and an optimal rv lead position was achieved with the new lead. The patient was stable throughout the procedure.